Manufacturer narrative:
The reported complaint of touchscreen failed was not duplicated. There was no fault found on the returned touch screen assembly.

Manufacturer narrative:
Report date: 20sep2021. Reporter phone number: (B)(6).

Event description:
It was reported there was misalignment in the touch position for the touchscreen. The touchscreen was calibrated, and the touch alignment drifted. The ventilator was on a patient. No patient harm was reported. The international service technician confirmed the reported problem. The international service technician replaced the touchscreen, and the issue was resolved.